Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. Return requested for suspect thoracic probe. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's thoracic probe tip was bent. No further details regarding this damage, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect probe finds that as reported, the tip of the probe is bent. Also, there are impact marks at the back end of the instrument not allowing insertion into the mating navlock tracker. The reported issue was confirmed to be caused by physical damage to the tip of the instrumentation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.